Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 300-400 mg/dl but mainly 250 mg/dl. Troubleshoot for high blood glucose level was declined. Infusion set bent cannula, clear belt clip complaints and serter issues were also reported. The serter, belt clip, and infusion set are expected to be returned for analysis while insulin pump is not expected to return.